Event description:
The following was reported to hamilton medical ag: check the o2 mixer for proper function with service software,pneumatics 2,o2 input (page 2112) and system test, o2 mixer (page 2203) replace the o2 mixer assembly full calibrations ok no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: check the o2 mixer for proper function with service software, pneumatics 2, o2 input (page 2112) and system test, o2 mixer (page 2203). Replace the o2 mixer assembly. Full calibrations ok. No patient involvement.